Event description:
The initial reporter complained of an issue with cobas infinity core software version 3.03.38. The customer alleged a missing delta check flag. An example of the issue was provided for 1 patient with a psa test. On (B)(6) 2025, the psa result was 2.81, and a delta check flag was triggered based on the previous result of 5.12 on (B)(6) 2024. On (B)(6) 2026, the psa result was 4.07, and a delta check flag was not triggered based on the previous result of 2.79 on (B)(6) 2025. No unit of measure was provided for the psa test.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
For the event on (B)(6) 2026, the investigation found that the primary units for the psa test on (B)(6) 2025, were configured as mg/ml. For the psa test on (B)(6) 2026, the primary units were configured as ng/ml. According to product labeling: "if the test for which you are configuring a delta check has a primary unit defined, this field is filled with the same unit. The delta check does not consider results expressed in a different unit from the one entered in the primary unit field of tests." Since the configured units changed between samples, the system ignored the latest result for delta check purposes. The investigation did not identify a product problem. The software worked as designed.